Event description:
A plate, implanted for a mandible fracture, was noted as broken with screws backing out on a follow-up x-ray. Patient was scheduled to revision.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been reported. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalogue number. Investigation is on-going. No conclusion can be drawn. Manufacturing records cannot be reviewed without a lot number.